Manufacturer narrative:
Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples are received nor batch number is available. Analysis and results: since no batch number is available, the batch manufacturing record cannot be reviewed. Without any closed sample an analysis cannot be carried out in order to make a decision. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions on product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.